Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the ac lemo connector pin # 3 and 4 were burnt and melted. Carefusion sent a replacement ac adapter to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was found to have damaged connector on ac adapter. While in service, it was discovered that the adapter had burnt components. This issue was discovered while in service, therefore there was no patient involvement.